Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The reported shaft damage was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the damaged shaft; however, the failure to cross appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x18 xience alpine stent delivery system (sds) was unable to cross the predilated, mildly calcified, heavily tortuous ostial left circumflex coronary artery. The sds was removed and it was noted there was a piece of the sds sticking out by the guide wire exit port. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.